Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a moderately tortuous coronary artery. The 3.00mm x 12mm nc quantum apex balloon was advanced to the lesion, to be used for pre-dilatation. The physician experienced difficulty inflating the balloon. The balloon was inflated to 4 atms for 20 seconds when it ruptured upon first inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a tear in the outer shaft 2.5 cm from the proximal balloon bond. The length of the tear was 0.5 mm (measured with a calibrated steel ruler). The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon, functional testing confirmed that the tear in the outer shaft prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).